Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The following data was included (customer reference range: < 16 ng/l): on (B)(6) 2024, sid (B)(6). Initial troponin-I result = 70.28 ng/l (result released). Scheduled a sample recollect on (B)(6) 2024 at 11:15 and 11:39am: troponin-I initial result = 12.33 ng/l; repeat result = 14.31 ng/l sid (B)(6) was repeated and result generated was 13.90 ng/l. The initial result of 70.28 ng/l was amended. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65656ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 65656ud00 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result generated on the alinity I processing module for one patient. The following data was included (customer reference range: < 16 ng/l): on (B)(6) 2024, sid (B)(6): initial troponin-I result = 70.28 ng/l (result released). Scheduled a sample recollect on (B)(6) 2024 at 11:15 and 11:39am: troponin-I initial result = 12.33 ng/l; repeat result = 14.31 ng/l. Sid (B)(6) was repeated and result generated was 13.90 ng/l. The initial result of 70.28 ng/l was amended. There was no impact to patient management reported.